Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 17-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log files revealed that the controller exhibited a controller fault alarm due to the internal battery end of life. It was also reported that the battery exhibited a power disconnect alarm. The controller remains in use and the battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-may-2024 / serial or lot#: (B)(6) UDI #: d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. D9: no h3: no h4: mfg date: 17-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-may-2024 / serial or lot#: (B)(6) UDI #: d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. D9: no h3: no h4: mfg date: 17-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that additional review of log files revealed that two (2) additional batteries exhibited communication errors. The batteries remain in use.

Manufacturer narrative:
A supplemental is bring submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the alarm for the controller fault was permanently silenced, and that the red alarm triangle stayed on with a stable "red light indicator" never changed to yellow. It was also reported that the battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 25-jun-2024, h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Internal visual inspection of the returned devices revealed no anomalies. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event and likely due to handling of the device. The controller exhibited a flashing yellow alarm indicator during bench testing. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnect ion within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Review of the alarm log file also revealed two (2) controller fault alarms logged on (B)(6) 2024 at 10:45:02 and 12:42:57, as well as multiple event exceptions logged on 22/may/2024, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. Review of the event log file revealed the controller fault alarm was permanently silenced on 22/may/2024 at 12:42:57. In addition, log files revealed that the controller had been in use for more than two years. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Per the instructions for use (IFU), the ¿controller fault audio¿ button can be used to permanently silence a controller fault alarm. However, the controller and monitor will continue to display the controller fault alarm until the condition resolves. Additionally, subsequent controller faults will produce new audible alarm. A controller fault alarm is indicated by a flashing yellow alarm indicator. The reported controller fault alarm, power disconnect alarms and communication error events were confirmed. The reported "stable red light indicator" in the controller could not be confirmed due to insufficient evidence; however, it is likely that it is related to the observed flashing yellow alarm indicator. The associated batteries were lubricated prior to release. Additionally, log files revealed one (1) low flow alarm logged on (B)(6) 2024. Furthermore, review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 12:27:09, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. The observed low flow alarm and vad disconnect alarm are additional findings, not related to the reported events. Based on the limited information available, the device may have caused or contributed to the observed low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible root causes of the communication errors, and resulting reported power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on an investigation conducted under CAPA: pr00592731, the most likely root cause of the reported controller fault alarm and observed flashing yellow alarm indicator can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.